Event description:
My smart drive began falling apart around (B)(6) 2025 after a little over a year of typical use. The plastic casing that holds the rollers in the smart drive shattered, and the rollers began falling off. The rollers were unable to be replaced as the plastic pieces that should have held them in were no longer there. Around the beginning of 2026, enough rollers fell off that the product was no longer functional. I am a college student and only used my smart drive to navigate campus. There is no reason it should have fallen apart like this. I do not understand how this happened. This left me without a vital mobility aid and stuck in my apartment.